Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely this issue was caused by the user incorrectly reprocessing the device in accordance with the instructions for use (IFU). "Rhino-laryngofiberscope enf-gp; chapter 7 cleaning, disinfection and sterilization procedures; 7.6 high-level disinfection; equipment needed. [Warning] all disinfection steps should be performed with the endoscope and all equipment completely immersed. If the equipment is connected or disconnected while not immersed, disinfectant solution may not adequately contact all surfaces of the equipment. As a result, the effectiveness of disinfection may be reduced." A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
No device will be returned to olympus. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that when performing manual disinfection, the technicians were not fully immersing the rhino-laryngo-fiberscope in the disinfected as the universal cord was not fully submerged in water. No death, serious injury or infection was reported. The endoscopy supported visited the user facility to provide an olympus endoscopy support specialist (ess) visited the user facility on (B)(6) 2021 to provide a scope reprocessing in-service to the staff. The ess reviewed all reprocessing steps according to the olympus reprocessing manual with the staff. And answered questions regarding leakage testing and reprocessing the scope.